Event description:
It was reported that the touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up and no further information could be obtained regarding corrective actions or outcomes.